Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the pacemaker experienced inappropriate backup mode due to event queue overflow. Programming changes were performed to restore the device. The patient condition was unknown.